Event description:
It was reported to philips that cable was broken on the device. There was no report of patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). Proceeded with replacement shipment nemo without collection. From gfe follow-up, confirmed that the work order (wo) was cancelled. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.